Manufacturer narrative:
Sorin group received a report that the pt's blood was going inside of the lens of the vascuclear precision bipolar during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pt's blood was going inside of the lens of the vascuclear precision bipolar during a procedure. There was no report of pt injury.